Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook instrument (pn# 470183-14 / lot# t10190620-0054) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0311. The alleged event occurred on the 8th use of the instrument. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon could not move the permanent cautery hook to the right. When the first assistant removed the instrument, it was found to be broken. A backup instrument of the same type was used and the procedure was completed with no reported injury.